Event description:
It was reported that after insertion of the iab and at the onset of pumping, "fill failure" alarms were noted. On fluoroscopy, the iab balloon appeared to be not fully inflated. Because of this, the iab was removed. There were no pt complications.